Manufacturer narrative:
Device component code relates to device problem code for the reported event of wire broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an escape¿ basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during procedure, one of the basket wires broke when it was capturing a kidney stone. The procedure was completed with another escape¿ basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.